Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is manufacturing. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that upon opening the product, there was no needle within the catheter. No patient injury reported.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.